Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a breakage of the ring was identified during a literature review. No further information is available. The customer information reflected in this complaint report reflects the name and correspondence information of the main author of the article.